Manufacturer narrative:
The customer evaluated the unit and confirmed the reported issue on the diagnostic log (drpt). Customer performed a functional inspection but was unable to duplicate the reported error. The customer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable to resolve the reported issue. Unit was returned to service.

Manufacturer narrative:
Unit was in use on a patient being transported when the reported issue occurred. Patient was placed on an oxygen mask with no harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. The device was in clinical use with a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.